Event description:
Surgeon removed implant due to cystic formation. Implant was replaced with bone graft. Additional information has been requested. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Explanted device was returned and remains clear. From the information available, the condition reported is most likely a foreign body reaction. Allergic-like reactions are possible adverse reactions noted in the product dfu. Patient sensitivity to the material being implanted should always be considered prior to the procedure. This is the only complaint of this type involving this part/lot number combination. A follow up report may be submitted if additional pertinent information becomes available.